Event description:
According to the reporter: prior to procedure, a me at hospital confirmed a crack at the tip of cannula. New one was opened to complete the base with no problem. It was not used on pt. No pt involvement. No tissue damage. No tissue loss. No pt harm. No bleeding.

Manufacturer narrative:
(B)(4).